Event description:
New information received notes that the lead was explanted and replaced. Patient was discharged in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, loss of capture and decrease in sensing on atrial lead was observed. Further evaluation determined that the atrial lead was dislodged. The lead will be revised during device upgrade procedure. Patient was stable.